Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30974782l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a heart block requiring surgical intervention. It was reported that an atrioventricular (av) block occurred after atrial tachycardia (at) ablation of right atrial trigger region. Timing was about three hours after the beginning of the procedure. When ablation was conducted with at of csos trigger region, prolongation of a-v interval was observed after several points of ablation, and then block occurred over time. The position of his and the ablation position were confirmed to be far apart. After ablation was completed, an external pacemaker was inserted, and the patient returned to the room. (Version information: v7.2.40.250). Progress (current patient's condition) -after a-v block was developed, block symptoms improved at the end of pacemaker insertion. The patient was taken under observation as is, just in case. The patient returned to the general ward as scheduled without any additional monitoring. The physician's judgment on health hazard was non-serious (moderate/minor). Cf monitoring was real time graph; dashboard; vector; visitag. Coloring settings for visitag was tag index. Additional filters in visitag were fot. Doctor¿s opinion relationship between this event and this product was that the complication was not caused by the product. There was no unusual notice before and while using the product. The adverse event was discovered during use of biosense webster products. Outcome of the adverse event was reported as recovered. Patient did not require extended hospitalization because of the adverse event. A smartablate, generator was used (model: g4c-2978, serial: (B)(6)).